Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. There was no damage where the foreign material was detected and no reported deviations from the instructions for use (IFU). The following information was provided regarding device handling; the user inspected the device before use and no abnormalities were found, the device was not used on a patient with foreign material, there were no problems with air/water flow during the procedure, the customer follows the reprocessing steps according to the IFU, there was no delay in pre-cleaning, and they don't use a mh-948. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera colonovideoscope angle was reduced, buttons not responding, and nozzle was clogged. The event occurred during reprocessing. There was no procedure or reported patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of buttons not responding was not confirmed. The allegation of reduced angulation was confirmed, due to the elongation of the angle wire. The allegation of nozzle clogged was confirmed. The nozzle was clogged with an unknown foreign material that couldn't be taken out. In addition, the switch button 1 was leaking. The switch box was immersed and corroded. The nozzle was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.